Event description:
It was reported the pt experienced a loss of therapeutic effect. The device was explanted and replaced with an ans device. The physician retained the explanted device and planned to "review the upcoming device functionality" and would let medtronic know the results. The physician stated that he would "compare his results to all the ones he fixed a few years ago", no details were provided. The explanting hcp stated the device was explanted because the "devices are not working as advertised". The medtronic rep had not been contacted regarding the specific problem or to assist with troubleshooting prior to device explant.

Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative (rep) reported the patient experienced a loss of therapeutic effect. On (B)(6) 2008, the device was explanted and replaced with another company's device. The physician retained the explanted device and planned to "review the upcoming device functionality" and would let manufacturer know the results. The physician stated that he would "compare his results to all the ones he fixed a few years ago"; no details were provided. The explanting hcp stated the device was explanted because the "devices are not working as advertised". The medtronic representative had not been contacted regarding the specific problem or to assist with troubleshooting, reprogramming, or to run impedance checks prior to device explant. The patient reported on (B)(6) 2016, that in recovery on (B)(6) 2007, the electrodes were coming out of the skin. They pushed the electrodes back in and taped over them, stating it was just a nightmare. Later the stimulator and leads were all taken out/removed. Indication for use included non-malignant pain, and other non-malignant pain.